Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (750.0 mcg/ml at 250.03 mcg/day), bupivacaine (15.0 mg/ml at 5.001 mg/day) and clonidine (75.0 mcg/ml at 25.003 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient contacted the clinic and reported redness and pain at the pump implant site on (B)(6) 2017. The patient was asked to email a photo to the physician to determine if it was in fact infected and physician would then call in an antibiotic at that time. The patient did not email the photo. The patient presented to the clinic and examination revealed the site appeared infected on (B)(6) 2017. The patient was started on clindamycin and batrim on that day. It was indicated the event was related to the implant procedure. The clinical diagnosis was infection at pump incision site. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the infection occurred after the implant surgery but the exact cause was not determined. The patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the drugs the patient was receiving at the time of the event was dilaudid (750.0 mcg/ml at 249.57 mcg/day), bupivacaine (15.0 mg/ml at 4.991 mg/day) and clonidine (75.0 mcg/ml at 24.957 mcg/day).